Event description:
It was reported that the patient believes the most recent inflatable penile prosthesis (ipp) surgery had not been successful. The patient explained that the pump had adhered to their scrotum, making it difficult to pump and causing pain. As a result, the patient stopped using the pump and is scheduled for a revision on march 26th with a different surgeon. No additional patient complications or information was provided.

Event description:
It was reported that the patient believes the most recent inflatable penile prosthesis (ipp) surgery had not been successful. The patient explained that the pump had adhered to their scrotum, making it difficult to pump and causing pain. The patient presented to the clinic with the pump positioned too high in the scrotum. The patient was unable to access pump for inflation and deflation due to position of the pump. A surgical procedure was performed to remove the pump and placed a new one in a more dependent and accessible location within the scrotum. No patient complications were reported.